Manufacturer narrative:
The event of "drainage" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Reason for reoperation: drainage. This is a known potential adverse event addressed in the product labeling.

Event description:
Unrelated patient reported on behalf of another patient who experienced "liquid leaking from breast" for the left side. The device has been explanted.